Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a reservoir that was leaking from the back into the reservoir compartment. The customer stated that he resolved the issue by changing his infusion set and reservoir. Nothing further was reported.